Manufacturer narrative:
All of the operating currents are within the specification, no unexpected low battery, battery out of limit alarm or off no power alarm noted. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and cracked pump belt clip slot.

Event description:
It was reported that the customer experienced a battery out limit alarm. The batteries would last less than a minute after being replaced. The customer's blood glucose was 1.7 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.